Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a system reset alarm and the unit restarted during a case. There was no report of patient injury.